Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following response was received on (B)(4) 2011: the patient was symptomatic of shock within the same day post op. They took the patient back to the or and found the staple line was necrotic. They did surgery to repair the anastomosis. The doctor said the device did not cause the problem, rather the patient's condition post-op compromised the surgical site. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a colon resection procedure, after the device was fired, they could not remove it easily from the patient. The procedure was completed without any impact to the patient. The device was discarded.